Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage between the connection of the minicap and minicap extended life pd transfer set. This was observed during use of the devices for peritoneal dialysis therapy. The issue resolved after the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.